Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure (even) observed during analysis. External insulation abrasion was noted at 28.5-29.1cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.